Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that after the explant procedure of this pacemaker due to normal battery depletion, an error message was displayed. This device was returned to boston scientific for analysis. No adverse patient effects were reported.